Event description:
It was reported that a patient presented remotely via Merlin.net. Review of the transmission revealed that the patient's Implantable Cardioverter Defibrillator (ICD) exhibited Post-Paced T-wave Oversensing (PPTWOS) and far-field R-wave oversensing resulted in inappropriate Automatic Mode Switch (AMS). Programming changes were discussed, no changes or interventions were reported. There were no patient consequences.